Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had gotten motor errors, no delivery alarms, physical damage, issues with battery longevity, and a rewind anomaly. The insulin pump sometimes rejected new batteries. The insulin pump squirts during prime at times. Blood glucose level at the time of incident was 90 mg/dl. Troubleshooting did not resolve issue. Product will not be returned for analysis.